Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the insulin gauge was intermittently inaccurate. Additionally, the pump wake button was unresponsive. No reported adverse impact to the customer's blood glucose. Customer declined to provide further information and declined a follow up from tandem technical support.